Event description:
It was reported that the insulin pump's display was frozen while the customer was delivering insulin. Troubleshooting was performed. Advised the customer to remove the battery for 10 minutes. The customer stated that after letting the insulin pump rest the display came back. Reviewed the bolus history and found that there was a bolus stop alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.